Event description:
It was reported that a user contacted support due to high blood glucose readings of 415 mg/dl and suspected the ilet sensor was not working, but the call disconnected before additional information could be gathered and only a voicemail callback was completed. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no reported injury, no medical intervention, and no hospitalization. Investigation included customer support troubleshooting and education by phone prior to disconnection. Investigation of this case revealed that the cause of the hyperglycemia and perceived sensor issue could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.